Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported they had poor communication. The recharger shorted out and they tried to get the location of the ins to charge the ins but it wouldn't let them. They then saw a reposition the antenna screen on the insr (ins recharger). They last successfully charged their device 2 weeks ago. Troubleshooting was performed. No resolution. Repair was notified. No patient symptoms or further complications were reported as a result of this event. Additional information was received from a friend or family member of the patient. It was stated that with a new desktop charger and antenna the recharger still wouldn't charge the ins. It was confirmed that the antenna was properly installed and the recharger was charging appropriately. Repositioning the antenna did not resolve the issue. The caller stated that the ins battery has been depleted for about 3 weeks to a month, which is when they charged last. The caller was redirected to discuss the issue with a healthcare provider (hcp). On 2017-10-31 additional information was received from the patient via a manufacturing representative. It was reported that the patient's device would not longer hold a charge. The ins was explanted and replaced. The patient's therapy was unavailable for an unspecified amount of time. The hcp was unable to interrogate the ins with their clinician programmer.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found that the ins battery had reduced capacity due to overdischarge. Fdc code 71 has replaced fdc code 11. Fdr codes 213 and 825 have replaced fdr code 3221. If information is provided in the future, a supplemental report will be issued.